Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left one is broken'), embedded device ('appears embedded within the fallopian tube lumen (right)'), device dislocation ('out of place (left)') and pelvic pain ('chronic pelvic pain/increasingly severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia. She never experienced any of the reported events prior to undergoing the essure procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes"), alopecia ("excessive hair loss") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (remove her left essure coil and fallopian tube on (B)(6) 2016 and robotic-assisted laparoscopic total hysterectomy with possible bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device dislocation, pelvic pain, pelvic discomfort, abdominal pain, dyspareunia, menorrhagia, rash, alopecia and abnormal weight gain outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, device breakage, device dislocation, dyspareunia, embedded device, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left one is broken'), embedded device ('appears embedded within the fallopian tube lumen (right)'), device dislocation ('out of place (left)') and pelvic pain ('chronic pelvic pain/increasingly severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia. She never experienced any of the reported events prior to undergoing the essure procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes"), alopecia ("excessive hair loss") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (remove her left essure coil and fallopian tube on (B)(6) 2016 and robotic-assisted laparoscopic total hysterectomy with possible bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device dislocation, pelvic pain, pelvic discomfort, abdominal pain, dyspareunia, menorrhagia, rash, alopecia and abnormal weight gain outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, device breakage, device dislocation, dyspareunia, embedded device, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received : events- "left one is broken, out of place (left), appears embedded within the fallopian tube lumen (right)", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced any of the reported events prior to undergoing the essure procedure. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (remove her left essure coil and fallopian tube on (B)(6) 2016). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, rash, alopecia, abnormal weight gain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 and reported adverse events, including chronic pelvic pain/increasingly severe pain. The plaintiff was submitted to a surgery to remove her left essure coil and fallopian tube on (B)(6) 2016. After essure insertion, pelvic pain may occur. This case was classified as incident since device removal was required. Follow up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced any of the reported events prior to undergoing the essure procedure. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (remove her left essure coil and fallopian tube on (B)(6) 2016). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, rash, alopecia, abnormal weight gain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 3-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 and reported adverse events, including chronic pelvic pain/increasingly severe pain. The plaintiff was submitted to a surgery to remove her left essure coil and fallopian tube on (B)(6) 2016. After essure insertion, pelvic pain may occur. This case was classified as incident since device removal was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow up information will be obtained through the litigation process.